Event description:
It was reported that the user received an occlusion alert on the ilet while using a steel contact detach infusion set, experienced hyperglycemia with blood glucose readings over 400 mg/dl followed by 222 mg/dl, and changed the infusion set twice with no visible kinks or bubbles noted. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with a reported lack of effect and no specific device component implicated due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.